Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user completed a supply change and inadvertently performed the fill tubing step while connected to the infusion set, after which the pump indicated an empty cartridge and the user experienced sustained hyperglycemia with a reported peak blood glucose of 345 mg/dl and device alerts for prolonged high glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no hospitalization, no use of backup therapy, and no ketone testing; glucose later measured 115 mg/dl and the user felt well. Investigation included troubleshooting and education on proper cartridge and tubing fill procedure and an emergency plan discussion. Investigation of this case revealed a use-related event during setup in which insulin was delivered into the body during tubing fill, followed by a reported empty cartridge indication, leading to hyperglycemia of unclear precise cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear.